Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit had abnormal noise due to fan abnormality. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection the cs100 intra-aortic balloon pump (iabp) unit had abnormal noise due to fan abnormality. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue replaced the power supply (0014-00-0033-05). The inspection results were good. Iabp was returned to customer.